Manufacturer narrative:
(B)(4). This lot number was included in the voluntary recall issued on 05/05/2004. The investigation found that the torsion spring was seated properly. The sulu was removed and the interlock was moved ut of the way (reset). The device was cycled and found to function properly.

Event description:
Reportedly, after firing, the releasing of the staples was not working correctly. No pt injury was reported. Procedure: stomach.